Event description:
It was reported that a trial was done in 2008. The system was inserted the following month. The patient experienced cellulitis the following month. An unspecified revision was done three months later. The following month, the pump was removed. Pump #2 was inserted in 2009. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.